Manufacturer narrative:
"This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, d10, g6, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: printed circuit board (cr board) failure a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: b30 (scope communication error) occurred due to a failure of the printed circuit board failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a scope communication error (b30). The event had occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient harm..